Manufacturer narrative:
Three bioraptor 2.3 pk suture anchors were returned for evaluation. Dimensional inspection was not feasible since the devices were previously implanted and sustained varying degrees of deformation. Evidence of mechanical deformation was confirmed by reviewing the included photos. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported during the manufacture of this lot. No further investigation is warranted at this time. The instructions for use (IFU) under contraindications states: "pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation. Pathological conditions in the soft tissues to be attached that would impair secure fixation by suture. Comminuted bone surface, which would compromise secure anchor fixation. Physical conditions which would eliminate, or tend to eliminate, adequate anchor support or retard healing". (B)(4).

Event description:
On (B)(6) 2013, the patient with developmental dysplasia of the hip (ddh) had an arthroscopic hip acetabular labrum repair and arthroscopic shelf procedure (acetabuloplasty). The sites for bioraptors were prepped with twist drill 2.45mm and inline drill guide spike tip. On (B)(6) 2014, the patient had total hip arthroplasty (tha) to reduce the pain of osteoarthritis. At that time it was confirmed three bioraptors came free off the acetabular fossa, and another bioraptor was pulled out too easily. One of the bioraptors had rounded wings compared with normal bioraptor. Four bioraptors below were used for labrum repair, but we cannot distinguish which is the one. Bioraptors used in original procedure are 72201541 lots 50435365 and 50436051, 72201542 lot 50421614. 72201543 lots 50435400 and 50445531.